Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that the patient may have received an inadvertent infusion of insulin via the pump. The pump cartridge was filled at 12:00 pm that day with 150 units insulin. At 5:30 pm the father noted there was no insulin left in the cartridge; he refilled it with 50 units additional. The patient's blood glucose level was 53 mg/dl and she experienced no symptoms. The patient administered self-treatment by consuming food, and she was transported to the emergency room. While in the hospital, the patient's blood glucose level was 430 mg/dl, 221 mg/dl, 190 mg/dl and 65 mg/dl. The patient was treated intravenously with dextrose, and admitted to the ICU. The reporter claimed the insulin cartridge was leaking and he noted the smell of insulin in the compartment. During the troubleshooting telephone call, a review of the pump history revealed large amounts of insulin were primed on that day: 56.9 units at 5:38 pm and 113.6 units at 6:38 pm. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after the inadvertent infusions of large amounts of insulin via the pump, and was admitted to the ICU. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the cartridge lot b201592 and b201824 was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed and no damage or defects were noted. The cartridge was found to pass the force, fill and leak test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.